Event description:
It was reported a patient presented with shortness of breath, pulsus paradoxus, hypotension, and the right ventricular (rv) lead had high capture thresholds and loss of capture. A CT scan revealed pericardial effusion, and the rv lead perforated. Pericardiocentesis was performed in a procedure on (B)(6) 2025 and the right ventricular (rv) lead was capped and left in place. Post-procedure the patient was stable.